Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: customer reported remaining part was lost.

Event description:
During the jalane interlocking surgery of medullary reduction, when the partial perforation is made distal block. The 4.2 mm broca is broken and the smallest part remains inside the patient, which can not be removed. The remaining fragment is delivered to technovigilance of the hospital. Broken drill fragment remains inside the patient as there was no way to remove during the surgery.